Event description:
It was reported that the customer was hospitalized due to dehydration and syncope. The customer's wife stated that prior to the hospitalization, the customer was found with low blood glucose levels, which resulted from the customer not eating all day. The customer's wife then stated that after treating the customer, his blood glucose level went over 400 mg/dl. The customer's wife also stated that she believes the event is due to user error. The customer's wife mentioned that the customer is non-compliant and does not check his blood glucose levels. The customer's wire further stated that the customer will be off the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.